Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. No further information was available. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: the black box data showed evidence of unexplained power on reset events beginning on (B)(6) 2016. The pump powered on using the returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. The battery compartment was noted to be intact and without damage. A 24-hour basal program was run using the returned battery cap. No reboot, loss of power or call service alarms were duplicated. An "intermittent power" event was not duplicated during investigation. There was no evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the pump cover was noted to be cracked between the corner of the display lens and the case seal.